Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported: perseus switches off during operation. Monitor flickers briefly, device turns off. Short time afterwards, device starts up again. There was no injury reported.

Manufacturer narrative:
The reported reboot could be reproduced based on the log file records. In line with the investigation the affected device was subject to an endurance test lasting several days in which repeatedly sporadic reboots were observed. The log file analysis gives hints to a disturbed access to the cf-card assuming a faulty storage- /address domain. Besides a backup of the firmware also the customer configurations and the status information of the device are stored on the cf-card. After replacement of the cf-card no further reboots were observed during the endurance test so that a faulty cf-card could be determined to be root cause of the reported reboot. The device behaved as specified for the detected failure and has performed a reboot of the processors onboard the therapy control unit. This incorporates a short-term outage of therapy functions for a maximum of 15 seconds and is accompanied by an alarm before the therapy is resumed with the last valid settings. If for any reasons the therapy is not restarted within this time frame an acoustical alarm is given. For the actual case the ventilation was continued after 12 seconds with the last valid settings. Up to now no further similar cases were reported from the field.

Event description:
Please refer to the initial report.